Event description:
A distributor reported that a cartridge alarm, known as alarm 20, occurred with the pump, confirmed through pump history. The alarm recurred even after a second cartridge was loaded correctly, leading to a decision to replace the pump. There was no reported impact on the customer¿s blood glucose level. The customer chose not to share their backup therapy but was informed about the pump replacement process, and instructions were provided for returning the faulty pump within ten days using a pre-paid label and return box.